Event description:
A male patient underwent aaa repair to fix a type iii endoleak due to a graft tear of the pre-existing graft of another manufacturer. After the renu procedure in 2006, the 30 day follow-up imaging noted the pre-existing graft was not patent and a type ii endoleak was present. A core lab review of the procedural angiogram reports a probable type I endoleak, after the renu device was completely implanted. No other core lab review of this patient's imaging have been received.

Manufacturer narrative:
Evaluation: still under investigation.